Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'gel seeping out of necrotic area', rupture.

Event description:
Healthcare professional additionally reported ¿gel seeping out of necrotic area.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture and necrosis was received on march 11, 2025, with catalog number 2846028. Based on the product analysis performed, the assessments of the complaints are: - rupture: no observed - necrosis: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.